Manufacturer narrative:
Visual inspection several kinks were observed in the sheath assembly. A detachment of the imaging window was observed at the lapjoint section. The imaging window did not return for analysis. Microscope/borescope a detachment of the imaging window was observed at the lapjoint section. Dimensional inspection the imaging window was found detached from the lapjoint and the measure of this section was within specification based on the drawing section expected measure result lapjoint 0.042in max 0.041in pass.

Event description:
It was reported that a sheath detachment occurred. A percutaneous coronary intervention was performed. An opticross imaging catheter was selected for use to view the concentric and de novo 14mm by 4mm target lesion at the left main (lm) artery which was mildly tortuous and mildly calcified. During advancement of the imaging catheter to the lesion, the sheath of the catheter was noticed to be partially detached at the lapjoint section. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a sheath detachment occurred. A percutaneous coronary intervention was performed. An opticross imaging catheter was selected for use to view the concentric and de novo 14mm by 4mm target lesion at the left main (lm) artery which was mildly tortuous and mildly calcified. During advancement of the imaging catheter to the lesion, the sheath of the catheter was noticed to be partially detached at the lapjoint section. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.